Event description:
It was reported that when using bd pyxis¿ medstation¿ es user was unable to assign medication to it. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the medication not being properly transferred. A technical support specialist verified that this problem occurs when there is no security groups assigned to the medication. The system functioned as intended after the technical support specialist troubleshot the device.